Event description:
Account reports one incident in which during discontinuation of the patient's IV, the tubing separated from the luer lock. Reporter stated there was no negative outcome to the patient. Upon lab evaluation, it was noted that the separation was actually the sleeve stopper.